Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the time on system/server was incorrect despite multiple reboots. A technical support specialist (tss) followed the knowledge articles, "time is incorrect on console or station correct time manually" and "device time is incorrect", checked the command shell prompt, confirmed time zone was central standard time (cst), used command prompt "time" to change the time into current time and verified with the customer. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the system and server time were incorrect. The medstation time remained incorrect despite multiple reboots and was reported to be approximately 7 to 8 minutes behind the emr standard time. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.